Event description:
Same case as MFR reports 2134265-2012-00457 and 2134265-2012-00458. It was reported that post a stenting treatment procedure, the patient experienced in-stent restenosis. The target lesion 1 was a long lesion located in the lmca (left main coronary artery, cass site # 11) extending into the mid lad (left anterior descending artery, cass site # 13) with 95% stenosis. It was 45 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of overlapping 2.50 x 16 mm, 3.00 x 24 mm and 3.00 x 8 mm taxus element stents. Following post-dilatation, residual stenosis was 0%. The target lesion 2 was located in the proximal rca (right coronary artery, cass site # 1) with 90% stenosis. It was 30 mm long with a reference vessel diameter of 3.25 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.00 x 32 mm taxus element stent. Following post-dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2011, an event of chest pain was reported and the subject was hospitalized. The subject experienced an episode of central chest discomfort and was also treated for a presumed chest infection. The coronary angiography revealed 80% focal, in-stent restenosis of the proximal lad (cass site #12). The subject was treated with balloon angioplasty and placement of a non-bsc 3.5mm x 18mm drug eluting stent and, post dilatation. Residual stenosis was 0%. The event resolved without residual effects.

Manufacturer narrative:
(B)(4). Device is combination device. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).